Event description:
It was reported by the affiliate that the incorrect device (b11lt sheath) was packaged in the sterile packet. Device label indicates b12lt lot k4d54t expiry 2018-07. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4): results 100 packaging labeling issue. The analysis results found that the device was returned in good condition inside its sealed and sterile package. The package was opened and upon visual inspection the size on the universal seal was found to be incorrectly printed as the assembly corresponds to a 12mm device, however it was printed as an 11mm device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.